Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 500mg/dl. The customer's levels had been as low as 68mg/dl. The customer treated with manual injections. Troubleshoot was conducted and the device passed testing. The customer was advised to conduct full set and reservoir change. The customer was advised to monitor the device.